Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been sent to the supplier for repair and returned to the customer. Reported event was confirmed by review of repair records. Device was returned to supplier for repair. The device looks visually fair. There was excessive corrosion in connector end. Device fails hi-pot step 2, pin missing in connector of cable, noise on top of hall signals, and broken tvs at body. The cable, motor, tvs, all o-rings, and seals were replaced and the device was tested per procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to bad cable, worn motor, bad tvs, and excessive corrosion in housing, all unrelated to design or manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the keypad malfunctioned and device would not work again. Surgery was completed by using another device. There was no harm or injury to the patient or the operator, and no further information has been provided.